Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility. No device malfunction suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.